Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "the gel is not separating the blood. To separate it, it's required to centrifuge twice for 10 minutes, and even though some cases with two centrifugations the gel remains mixed to the blood. In some cases, the gel serum separates but part of the gel releases and stays floating on the serum. The clotting is not correct in the proper time."

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "the gel is not separating the blood. To separate it, it's required to centrifuge twice for 10 minutes, and even though some cases with two centrifugations the gel remains mixed to the blood. In some cases, the gel serum separates but part of the gel releases and stays floating on the serum. The clotting is not correct in the proper time."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos and 2 videos were provided for investigation. The photos and videos were reviewed and the indicated failure mode for poor barrier separation and poor clot formation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation and poor clot formation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (poor barrier separation/poor clot formation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation and poor clot formation based on photos/videos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.